Event description:
It was reported that the pacemaker suddenly reached elective replacement indicator (eri) and went to end of life. It was suspected that the sudden eri was triggered by high battery impedance. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.